Event description:
The customer contact reported unrestricted flow. Reportedly, during the priming of the set, "the clamp of this set was not working at all" and saline solution passed through the line. The tubing set was replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.